Event description:
The customer reported that the sys displayed a precharge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer was requesting an estimate for a part related to the issue described. An estimate was submitted to the customer. No further info is available.